Event description:
It was reported that a vns patient's device could not be interrogate and programmed. The physician tried to interrogate it but he kept getting a communication error. After the patient's visit, the neurologist contacted the company representative, and it turned out that the physician had his handheld computer plugged into the wall at the time, which could likely be the cause of that communication error. It was advised him to check all the connections and the 9v battery of the wand. As the patient had left the facility, it was reported by the physician that he will perform the troubleshooting steps at the next clinic visit. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution. No patient adverse events were reported. No known surgical interventions have been performed to date.